Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, the reported difficulty and subsequent medical intervention appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Na.

Event description:
It was reported that suture placement with a proglide device was attempted in a common femoral vein via 8fr sheath using the preclose technique prior to an ablation procedure. Reportedly, the suture was caught [captured the artery]; however, the sutures pulled against each other. On removal of the proglide device it was noted that the knot was untied [needle to cuff miss]. An additional proglide device was used for successful suture placement using the preclose technique. The procedure was completed. Hemostasis was achieved using the successfully pre-placed suture from the additional proglide device. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. No additional information was provided.